Event description:
It was reported by the rep that (1) hp052 was not used during a procedure. It was reported that the test tip indicated that the device was bad. The handpiece belongs to the rep as the demo unit. There was no pt consequence.